Event description:
While working as a nurse, went into pt's room who was bleeding. Grabbed the gloves and powder came out - the powder was air born. Because pt was bleeding had to put on gloves to reinforce the dressing. Almost immediately became short of breath, rash up arms, blisters between fingers and felt like throat closing up. Went to ER and was treated for a class 1 allergic reaction to latex - told a systemic reaction, treated with steroids, epinephrine, breathing treatment and other medication. Still having upper respiratory symptoms like stuffy nose/head, itching throat and still taking albuterol.